Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump. It was reported that the reason for the call was the patient stated they were supposed to be able to bolus every 4 hours but sometimes she was getting a lockout of 6 hours and 20 minutes. While on the call, the personal therapy manager (ptm) was showing a lockout of 5 hours. The patient stated they went to the doctor yesterday and the physician assistant (pa) did not know what to do. The patient stated the pa changed the bolus amount per day from 5 to 4 hoping that would take care of the long lockout. Per the ptm: bolus duration 2 min lockout 4 hours dri 4/24h boluses per day 4. The agent reviewed bolus restriction window and redirected to their doctor. While on the call, the patient stated when she was trying to connect to the pump, there was a lag when it was 90% for about 1-2 min. The agent reviewed. The patient provided the name of their managing physician and asked to update their phone number. Additional information was received from the patient. It was reported that it had to be fixed on the computer device. The setting was changed from 24 hours on bolus to 5, so it was 1 bolus five times in 24 hours. The patient had to teach the doctor and pa how to fix the issue. The issue was resolved.